Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while cleaning off the soft tissue in the underneath surface during a sad case, the metal probe part of the apollo (the central portion of the tip with portals) came detached from the handle. It was removed from the patient with a grasper. They were unable to locate the plastic piece prior to close. A post-op x-ray was taken and the plastic piece was located. The surgeon brought the patient back into the or and the plastic piece was removed via suction.